Event description:
It was reported that during a thoracic procedure, there were malformed staples with two reloads. The staples were not entirely closed. There was moderate bleeding (no transfusion). Manual suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with three reloads present. The reload (c) was received fully loaded with staples, and the reloads (b and d) were received fully fired. The device was tested for functionality with the returned reload (c) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.